Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of occlusion is listed in the proglide instructions for use (IFU), as a potential adverse event. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was completed using a proglide device with a 6f sheath after an interventional percutaneous coronary procedure. Reportedly, ¿after all steps were done correctly to achieve hemostasis, a stenosis of the femoral artery was noted at the suture site. The sutures of the proglide was cut by the surgical procedure, and then surgical suturing was performed.¿ hospitalization was prolonged due to the surgical procedure. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy.